Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker device underwent a pocket revision due to pain at the device site. During procedure, the physician noted the leads were sewed directly to the patient and the previous physician did not use suture sleeves. The leads were repaired and diagnostics were noted to be stable. The physician mentioned that the patient's discomfort was due to device unipolar pacing causing stimulation in the pocket area. To date, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial emdr on blocks b5 event description and d6b explant date.

Event description:
It was reported that the patient with this pacemaker device underwent a pocket revision due to pain at the device site. During procedure, the physician noted the leads were sewed directly to the patient and the previous physician did not use suture sleeves. The leads were repaired and diagnostics were noted to be stable. The physician mentioned that the patient's discomfort was due to device unipolar pacing causing stimulation in the pocket area. To date, this device remains in service. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.